Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and replaced the power supply, main board and touch display to resolve the issue. The device was operational after repairs were completed and the device was returned to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue patient monitor mx750 indicating that the screen freezes for a few seconds, then spends a minute or so resetting itself. The device was in use on patient at time of event, there was no adverse event reported.